Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return, and the customer did not return the product for analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the light cord cable for the near infrared (nir) handheld camera got really hot. The customer mentioned that they did not leave the light on for long when they ran into the issue. The cable got so hot that it burned a hole through the drape. There was no patient injury. The procedure was completed as planned with no reported injury.